Event description:
Per the clinic, the patient experienced poor performance with the device since activation. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.